Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) via ambulance due to blood glucose (bg) levels dropping to 27 mg/dl while wearing the pod worn longer than 48 hours. The patient loss consciousness and 911 services was called. When when emergency personnel arrived the patient was placed on an intravenous therapy of dextrose. The patient was then transported to hospital and was released a few hours later.